Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition but had a crack on the right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, the error was able to be replicated. Q1 was found to be broken off from the plunger board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a plunger not in place error. There were no reported adverse events.